Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with (B)(6) (lot number 475118), is related to case with (B)(6) (lot number 475120).

Event description:
It was reported that the customer received the following results on the performa system within 10 minutes: on (B)(6) 2017, customer obtained results of 2.9 mmol/l and 7.4 mmol/l using performa test strips lot 475118. Then on (B)(6) 2017, customer obtained result of 4.3 mmol/l using performa test strips lot 475118 and within 10 minutes obtained a result of 15.1 mmol/l using performa test strips lot 475120. No adverse event reported. Return of the suspect device was requested for evaluation.